Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. D4, g4: this report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests. This MFR. Report addresses test four (4) of four (4). The customer reported a false positive result with the ID now covid-19 assay on an unknown sample type. An additional antigen test (unknown platform) was performed the same day generating negative results. Although requested, no additional information including patient treatment and outcome was provided.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests. This MFR. Report addresses test four (4) of four (4). The customer reported a false positive result with the ID now covid-19 assay on an unknown sample type. An additional antigen test (unknown platform) was performed the same day generating negative results. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
PMA/510k: this report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Date of event: the date provided is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use; device discarded.